Manufacturer narrative:
(B)(4). Batch # 444a88. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the ntlc75 device was received with no apparent damaged and with a cartridge reload present. The reload was received with the knife not completely within doghouse. The reload had the proximal 2 drivers up, 4 staple legs protruding and the remaining drivers down with staples present and a swing tab in the locked position. The device was tested for functionality with the returned reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the kidney surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.